Event description:
It was reported by the patient¿s mother that the patient was experiencing persistently high (greater than 400 mg/dl) glucose levels that were not decreasing. On (B)(6) 2025, the patient's mother contacted the nurse line, noting that the pod had been worn for longer than 48 hours. The patient¿s symptoms included prolonged hyperglycemia and vomiting. The nurse advised the patient to take small sips of water, and the patient self-administered insulin. Subsequently, the patient¿s mother observed that the cannula was bent, which she believed caused the unsuccessful insulin delivery. As a result, the pod was removed, and a new one was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone13.2 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.